Event description:
Patient reports problem with cadd legacy pump (sn: (B)(4) ). Patient reports pump alarmed with low res volume but that the beeping was barely audible. When she went to change the cassette, the screen was blank and she was unable to shut the pump off. She then removed the batteries and switched to her other pump (with new mix). She replaced batteries in the original pump but the problem with the blank screen persisted. Patient did not have any significant interruption in therapy or advise event as a result of pump problem. Replacement pump to be shipped today. Patient to return defective pump - return box to be sent with replacement pump. Dose or amount: (B)(6). Frequency: cont. Route: IV. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.